Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we find other complaints regarding the lot number 9055078 refer to (B)(4). Quality database was checked and revealed a corrective and preventive action: "balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A rmf evaluation was performed based on criq247, risks identified 11507 (hazardous situation: balloon intefrity cannot be maintained for catheter balloon volume) & 12500 (hazardous situation: no functionality verification done (checking of valve - leakage or separation). The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level (except risk 11500). Based on this, we can conclude that residual risks except for rsik 11500 are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information while the patient was being cleaned, the catheter fell out. The balloon had deflated.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we found one other complaint regarding the lot number 9055078. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Event description:
According to the available information while the patient was being cleaned, the catheter fell out. The balloon had deflated.